Event description:
It was reported that there was a minicap with inadequate iodine. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device manufactured date: dec. 12, 2014 - dec. 18, 2014. As the sample was not returned, an analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.